Event description:
On 07 july 2025, senseonics was made aware of a false hypoglycemia event where the customer received a low glucose alert from eversense cgm even when the blood glucose (bg) meter did not show a low glucose, due to possible sensor inaccuracies. The event details are as follows: 1) (B)(6) 2025 9:26 pm / sg 66 mg/dl - bg 109 mg/dl. The event did not result in any patient harm.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The customer had not enabled data sync to data management system (dms), which is a cloud based platform supporting eversense systems. As a result, none of the examples provided by the customer could be confirmed. However, the customer provided certain screenshots of the eversense app showing the glucose values. Based on the review of those screenshots, there was no evidence of performance deviation. While one screenshot demonstrated good agreement between sensor glucose (sg) and blood glucose (bg) values, the other screenshots showed differences attributable to the expected delay (lag) that occur between changes in bg values and the corresponding sg readings. The lag is inherent to any cgm system and is not considered as a malfunction. A broader review of system performance outside of these examples was not possible due to lack of data in dms. B4.date of this report 18 august 2025. G3.date received by the manufacturer? 18 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.